Event description:
A surgeon reported a pt's intraocular lens (iol) was explanted two and a half years following initial implant surgery. The pt reported she had nighttime glare. The surgeon noted seeing diffuse deposits on the lens. The pt's symptoms resolved following the lens exchange. Add'l info was requested.

Manufacturer narrative:
The product was returned for analysis. The product was damaged. This damage was not mentioned by the customer. The iol was microscopically examined and found to have dried viscoat on the lens. Observations reasonably suggest that the damage was not mfg related. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Add'l info was requested by phone on 02/21/2007, by fax and mail on 03/12/2007. A completed questionnaire has not been received.